Manufacturer narrative:
The customer's report of "pick up electrodes" was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device history log found no electrode or CPR errors. The customer's report of device intermittently turns off and on was unsubstantiated. The device was put through extensive testing including bench handling, power cycling, full functional stress testing, and on/off current testing using test accessories without duplicating the report. Review of the log shows a power off button press event after every recorded power up in clinical and configuration mode. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up and was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.